Event description:
The customer stated that the gas spring for the top left cover of the commander parallel processing center (ppc) is worn out and will not hold the cover open. No injuries were reported.

Manufacturer narrative:
"Other" (gas spring). The issue was resolved by replacing the gas spring. Abbott field svc engineers routinely check the gas springs on the top left cover during preventative maintenance svc calls. A review of the complaint history for ppc for the time period of august 01, 2008 through february 18, 2008 did not identify any other complaints related to this issue. This is a final report.